Event description:
International customer reports that the device broke while the surgeon was attempting to remove. The device fragment is retained possible in the pericardium area posterior to the xiphoid process. There are no plans to explant this device at the current time.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.